Event description:
This device was returned without oos documentation. The following physician's office has not seen this pt since 2009. At the last f/u appointment, it was noted that the device was eri. Medtronic, st jude medical, boston scientific and ela medical have no record of this pt. This device is eos. The date of explant is unk.